Event description:
A revision surgery was performed approximately two months after the initial surgery to address component loosening (non-lanx components) and migration within a posterior pedicle screw construct containing lanx offset connectors. All screw and connector components were replaced. Per the initial reporter, the following factors contributed to the loosening: mixed use of construct components distributed by lanx and a competitor; and surgeon's belief of patient non-compliance with post-operative instructions.

Manufacturer narrative:
The associated IFU states, "contraindications include, but are not limited. Any case requiring the mixing of components from two different systems." Review of labeling found instructions pertaining to mixing components from different distributors to be sufficient.